Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the right ventricular (rv) lead exhibited noise, intermittent capture, high pacing impedance, under-sensing, and was unable to be implanted. This lead was not used, and the physician completed the procedure using another rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events were noise, intermittent capture, high pacing impedance, undersensing, and unable to implant. As received, a complete lead was returned in one piece. The reported events of noise, intermittent capture, high pacing impedance, and undersensing were not confirmed. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.